Manufacturer narrative:
The samples were plasma. Qc was within the customer's established on (B)(6) 2011. Qc was not performed for the day of (B)(6) 2011 prior to the erroneous results. No errors or flags associated with the erroneously low ckmb results. The customer loaded a new reagent pack, reran the sample and obtained results that matched the patient's initial results of approximately 5 ng/ml. Diagnostic copy to disk data from both instruments indicates pack (B)(4) was used on both access 2 instruments. When this occurs the instrument does not detect that the pack test count is incorrect. Service was not dispatched for this event. Use error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining lower than expected results on one patient samples for ck-mb generated by the access 2 immunoassay analyzer. The erroneous result was reported out of the laboratory. The sample was repeated on an alternate unit and the same low result was obtained. Data obtained from both of the customer's access 2 instruments indicates one ckmb reagent pack was shared between the two access systems. No reports of death, injury, or change to patient treatment have been reported in connection with this event.